Event description:
A patient presented to the emergency room with a complaint of severe headaches for five days. The patient was admitted to the hospital (date not given) and treated with vancomycin IV and claforax IV. The patient was discharged from the hospital (date not given). The patient exhibited improvement throughout treatment.